Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of discomfort and urinary incontinence, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of a scrotal infection cannot be confirmed. Investigation conclusion: based on all information received for this investigation, the conclusion code of no problem detected has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter, implanted in (B)(6) 2020, removed due to discomfort and incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the surgery. The patient was in recovery with no further complications reported.